Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. Then the device was connected to a gen11 and tested. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled, it was found that there was a cracked internal component; the y-link. In addition, the closure indicator was broken and not making contact with the moving trigger. No conclusion could be made as to how the component was damaged. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, the surgeon didn't hear the sound of the spring of the trigger closure of the handle. No alert message was displayed and the procedure was completed with the same device. There was no patient consequence.